Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that replacing the bulkhead connector resolved the issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The bulkhead connector was returned to the manufacturer for analysis. Analysis foundthe connector did not appear to have any physical damage and passed a continuity test. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the bulkhead on this system was damaged and the navigation system was unable to connect to the imaging system. There was no patient present when this issue was observed.